Event description:
Teh blood detector alarmed on the iab console. No blood was detected in the line. Cath alarms were noted after pump was changed out, subsequently a small amount of blood was noticed in the helium line. Console was changed to 1:3 and hct's were monitored until iab could be removed. A replacement balloon was never inserted. The pt expired on 2/20 at 1600, due to cardiogenic shock.